Event description:
It was reported that the bd alaris pump module infusion set had flow issues. The following information was provided by the initial reporter: the pump was programmed a secondary infusion to run over two (2) hours. However, 75ml was infused in seven (7) minutes instead. There was patient involvement but no harm. Per report, the facility's biomed conducted "testing" and found that the "secondary infusion to run properly." The customer stated that the issue was "only replicated when the clamp on the primary infusion was not clamped fully or partially causing secondary fluid to drain quickly into the primary bag." It was reported that the nurse stated the patient "was visibly showing symptoms and believes too much secondary fluid may have gone to the patient and not just back into the primary bag. Nurse also unsure how the bags were clamped." The medication that was infusing via secondary line was magnesium sulphate 20mmol in 100ml normal saline at a rate of 50ml/hr. The primary infusion was normal saline running at 166ml/hr. The tubing used were as follows: primary line ¿ bd alaris pump infusion set, back check valve, ref: 24260004; secondary line ¿ bd secondary set, ref: 72215n. It was reported that due to the event, the patient developed "pain to chest, sweaty, nausea, pain to IV site radiating up to arm." Per report, there were "no symptoms present in the previous 5 hours under care prior to infusion, symptoms completely resolved approximately 10 minutes stopping infusion." The customer stated that there were no further symptoms for following 5 hours post event. There were no additional medical interventions. The clinician increased the frequency of blood pressure monitoring; blood tests were repeated including venous blood gas. When ask for the patient's outcome, the customer stated that there were no further incident or harm.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A 2426-0004 product was not available for investigation of (B)(4); the lot number is unavailable. The feedback provided by the customer states that, "it was reported that the pump was programmed a secondary infusion to run over two (2) hours. However, 75ml was infused in seven (7) minutes instead." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No new information.